Manufacturer narrative:
On the 30th of march 2020, clinical evaluation has been performed. Clinical evaluation performed by medical affairs director few weeks after primary rsa anterior dislocation occurred. The surgeon exchanged the reverse liner with a thicker one to increase soft tissue tension. This sort of events is common and described in literature and it is not due to a faulty device.

Manufacturer narrative:
Batch review performed on 13 february 2020: lot 1905788: (B)(4) items manufactured and released on 30-oct-2019. Expiration date: 2024-10-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additonal implant involved: reverse shoulder system 04.01.0122 humeral reverse hc liner ø39/+0mm (k170452) lot. 1903893. Batch review performed on 05 march 2020: lot 1903893: (B)(4) items manufactured and released on 17-jun-2019. Expiration date: 2024-06-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 1.5 months after primary surgery, reporting pain due to a dislocation of the liner from the glenosphere. The cause of the dislocation is unknown. The surgeon revised successfully the poly.